Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. Additionally, there was high out-of-range (oor) pacing impedances on the ra lead. Technical services (ts) discussed possible causes and provided programming options. At this time, this crt-d and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated the patient with the cardiac resynchronization therapy defibrillator (crt-d) was evaluated in the clinic and the health care professional (hcp) programmed the respiratory rate trend (rrt) sensor off thinking that it would improve the right atrial (ra) out-of-range (oor) however, there was no change. Additionally, thresholds were reported to be high. Technical services suspects there a possibly a lead fracture and recommended to turn off rrt and further troubleshoot as there is a lead integrity issue. At this time, the crt-d and (ra) lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this ra lead was explanted and replaced successfully. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. Additionally, there was high out-of-range (oor) pacing impedances on the ra lead. Technical services (ts) discussed possible causes and provided programming options. At this time, this crt-d and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated the patient with the cardiac resynchronization therapy defibrillator (crt-d) was evaluated in the clinic and the health care professional (hcp) programmed the respiratory rate trend (rrt) sensor off thinking that it would improve the right atrial (ra) out-of-range (oor) however, there was no change. Additionally, thresholds were reported to be high. Technical services suspects there a possibly a lead fracture and recommended to turn off rrt and further troubleshoot as there is a lead integrity issue. At this time, the crt-d and (ra) lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. Additionally, there was high out-of-range (oor) pacing impedances on the ra lead. Technical services (ts) discussed possible causes and provided programming options. At this time, this crt-d and ra lead remains in service. No adverse patient effects were reported.